Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: ddbb1d1, ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that during a device check the patient's right atrial (ra) lead had high thresholds of 8.0 volts at 0.4 ms. It was also reported that the ra lead had high impedance and a possible fracture. The lead was programmed off and remains implanted. No patient complications have been reported as a result of this event.